Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was returned detached from the sds, with stent struts damaged and stretched the entire length. As part of the analysis, a review of the manufacturing data was performed and the stent profile at the time of manufacture was within the maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon appears to have been subjected to positive pressure and a vacuum pulled. The distal balloon cone appears bunched. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive pressure being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found multiple midshaft kinks and multiple inner polymer extrusion kinks along several locations of the shaft polymer extrusion. This type of damage is consistent with excessive pressure being applied to the delivery system. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 27-oct-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex (lcx) artery. A 2.50x38mm promus element ¿ long drug-eluting stent was advanced but failed to cross the lesion despite many attempts. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that the stent detached/separated and was damaged.